Event description:
Philips received a complaint from the customer on the v60 indicating that an inoperative (inop) message had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse reviewed the significant logs with the customer. The customer informed the rse that they would wait for philips to schedule a recall for all their devices. Per good faith effort (gfe) response, no repair was performed as it was confirmed that the v60 logged no error codes in the significant logs. It was confirmed there was no issue as no error codes were logged in the significant logs. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.